Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50mm x 12mm nc emerge® balloon catheter was selected for use. However, during preparation, it was noted that shaft was broken. No patient complications were reported and the patient's status was fine.